Event description:
On 6/13/97, the facility's customer service coordinator contacted the MFR and reported that the device needles are catching on the pt's skin upon removal. The facility staff had noticed a burr on the tip of the device needle after removal. The facility staff is the same and they are using the same insertion procedure as always. The pt's family is "irate" as a result of this event, and originally did not want to return the devices to the MFR for analysis; however, they later agreed to return one device to the MFR for analysis.